Event description:
Initial info rec'd by a consumer on (B)(6) 2011: a currently (B)(6) female rec'd one injection of poly-l-lactic acid (sculptra) [lot # and expiration date unk] on each nasolabial fold for cosmetic purposes about 15 years ago. She also had botulinum toxin type a (botox) injected that same day into her forehead and between her eyes. The poly-l-lactic acid lasted for about 1.5 years and looked beautiful; she "loved it". At the time of the report, the pt complained of three inch long white lines on each side of her nose where poly-l-lactic acid was injected. The lines are not raised and appear to be where the physician started and stopped the poly-l-lactic acid injections. The lines were visible, even with make up on. The lines disappear when she pulls her skin tight. There were no signs of inflammation. There was no evidence of a systemic process which developed after the injection. The outcome of the event was ongoing at the time of the report and was characterized as "protracted" or "prolonged". The adverse event was not expected to be irreversible. There was no evidence of permanent impairment of a body function or body structure. Treatment measures included intralesional injection with radiesse last year (2010). No surgical intervention was performed. Four year ago, the pt fell and damaged one knee meniscus. The pt had basal cell carcinoma surgery on her face in (B)(6) 2009. Medical history also included arthritis of the knee. No further relevant info reported.